Event description:
Additional information received reported that the device was explanted. It was unclear what was exactly explanted. It was indicated that the manufacturer representative was going to meet with the patient at the doctor's office on (B)(6). This appointment was to adjust coverage in the patient's left leg. It was stated that the patient was receiving "great coverage everywhere else." Additional information was requested, but was not available as of the date of this request. If additional information is received, a follow up report will be sent.

Event description:
It was reported that a surgical revision was performed. No other information was available at the time of this report. Additional in formation was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 3777-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 3777-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, *unkn-ld lot# serial# (B)(4), product type lead. (B)(4).